Event description:
It was reported that, a surgeon noticed it after tha on an x-ray that there was a fragment of rasp into the femur medullary cavity.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the reported manufacturing lot. Visual inspection was performed as part of the material analysis report (mar). The report concluded: the broach fractured in fatigue with the approximate origin on the medial and lateral sides of the device, at the base of the cutting teeth. The exact location of the origin could not be determined due to post-fracture abrasion. The fracture surface indicates the likelihood that the device was subjected to cyclical reversed-bending in the medial and lateral directions, resulting in fatigue failure. The stem material was consistent with 17-4 stainless steel alloy. No material or manufacturing defects were observed on the part features examined. The event was confirmed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, a surgeon noticed it after tha on an x-ray that there was a fragment of rasp into the femur medullary cavity.